Event description:
It was reported that a right atrial (ra) lead was explanted due to dislodgement and loss of capture confirmed via fluoroscopy. No mechanical issues were observed with the lead. A new lead was successfully implanted. No additional adverse patient effects were reported. Lead will be returned for analysis.